Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, noise was noted on the right ventricular (rv) lead with no inappropriate therapy. A high capture threshold and high impedance were noted on the rv lead. Diagnostic imaging indicated no abnormalities. The rv lead was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece. X-ray and electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of noise, inadequate capture, and high pacing lead impedance were not confirmed.